Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Log files indicate output flag having intermittent errors and unit failed valve home test.. Battery pack found to have high cycle counts (reset counter). Removed and replaced fva flag pcba and fva motor due to sticky pin and battery packs during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump was showing an error. I cleaned the pump and tried to run a mock infusion but the pump stopped after about 2 minutes and showed an error code. There were no known patient issues, not an out of box failure just an error code.." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.